Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient had a union of a hip fracture, omega plus lag screw and plate were used for fixation. Due to the patient having (B)(6) implants were removed. When implants were removed we saw corrosion where lag screw and plate intersected and down the barrel. Dr. Noticed corrosion and wanted it tested for defect.

Manufacturer narrative:
Evaluation summary: the reported event that the device is rusty could be confirmed since the returned device matches the reported event. A review of the labeling did not indicate any abnormalities. A clinical statement was provided by our medical expert he stated: in most cases, such corrosion causes a metallosis (deposition of micro particles in the surrounding soft tissue or bone structure) resulting in a black coloring of the soft tissue, which may be symptomless or may cause unspecific symptoms. French et al [5] have shown a correlation between grade of corrosion and different soft tissue responses, ranging from thin acellular fibrous membrane (grade 1) to heavy inflammatory response with giant cells and granulomas (grade 4). Crevice and/or galvanic corrosion seem to be of low impact, even when different stainless steel alloys are close to each other. In an animal study, devine et al. [4] have shown that no adverse in-vivo effects of using dissimilar materials (co-cr alloy with 316l stainless steel) compared with 316l stainless steel alone have been detected. The authors come to the conclusion that broken instruments (e.g. Broken guide wire in a cannulation of an implant) does not cause galvanic/ crevice corrosion. In conclusion: therefore, it can be concluded that superficial corrosion or pitting corrosion of surgical instruments does not cause any significant tissue reaction and/or any noticeable harm to the patient, even when a small amount of sterile rusty debris enters the surgical field. The severity level of such an event is rated as s0. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that the patient had a union of a hip fracture, omega plus lag screw and plate were used for fixation. Due to the patient having mrsa implants were removed. When implants were removed we saw corrosion where lag screw and plate intersected and down the barrel. Dr. Noticed corrosion and wanted it tested for defect.